Manufacturer narrative:
The parts were returned to arthrosurface engineering department for evaluation. No imperfections or other physical damages noticed on the parts when visually examined under 10x microscope. The outer and inner surfaces, thread profiles of both screws showed no concerns. The proximal and distal screws mated with the 10 degree taper lock pin (ferrule) as intended. Also, there was no hindrance to the taper pin while loading screws on to it. The engineering department believes that the one of the screws might have been placed too deep, which made it difficult for the surgeon to place the taper pin due to interference with the resected bone. The IFU document provides adequate directions for the user to place the screws flush with resected bone surface.

Manufacturer narrative:
The device has not been returned to the manufacturer and hence, the exact cause of the reported issue cannot be concluded. Review of device history records (dhrs) of the final package as well as the individual components (proximal, distal screws and pins) indicated no manufacturing discrepancies such as scrap, rework etc., it is important to note that all the 3 implant packages used in this case belong to the same lot. Also, this is the first complaint from this lot to date. A supplemental MDR will be filed after the parts are returned and investigated.

Event description:
The surgeon decided to use toemate implants in two toes of the patient. The screws were successfully placed and engaged in the first toe. The surgeon could not engage the screws with the taper pin in the second toe. Per the rep, the surgeon felt something was impeding the taper pin from locking. As a third toemate implant package was readily available, the surgeon implanted and engaged the screws in the second toe without issues.